Event description:
It was reported that during a stenting treatment procedure, and the stent came off the balloon. The lesion being treated was located in the severely tortuous and mild calcified proximal to mid right coronary artery (rca) with 95% stenosis and was 5mm long. The physician pre-dilated the lesion with a 2.5x8mm apex balloon and placed a 2.5x12mm promus element stent in the proximal rca. Then after pre-dilation with a 2.0x8mm apex balloon in the mid rca, a 2.25x8mm promus element stent was inserted but was removed as it was unable to cross the lesion. The lesion was dilated again with another 2.5x8mm apex balloon. The 2.25x8mm promus element stent was re-inserted, but still unable to deliver to the lesion. The stent was removed and was found off the balloon. Residual stenosis was 40-50% in the mid rca with timi flow 3 and 0% in the proximal rca with timi flow 3. The physician noticed the contrast used exceeded creatine clearance level as the case took longer than expected. The patient was doing fine at that time.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).